Manufacturer narrative:
Results - visual inspection of the returned product found the lens stuck in the returned cartridge. The cartridge tip was damaged. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn). Based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for eval.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens became caught up and stuck in the cartridge. There was no pt contact or injury. Another same type model lens was implanted.